Event description:
The lay user /patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on her one touch ultra mini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The complaint is being classified based on the initial call placed on (B)(6) 2011. The patient first noticed the alleged high readings on (B)(6) 2011 at around 6:00pm. The patient had tested their blood glucose and obtained a 76mg/dl with their one touch ultra mini meter around 11:00pm. It was also documented that the patient had tested on the subject meter and obtained a 285 mg/dl and then tested on another ultramini meter ((B)(4)) and obtained a 422 mg/dl. The patient exhibited symptoms of being in a comatose state; however, does not recall whether the symptoms occurred before or after testing. Less than 30 minutes later, the patient was tested on the paramedic's meter which read lo (per patient their blood glucose result was less than 20 mg/dl on emt's meter). The difference between the lfs meter readings and the paramedic's meter reading was greater than 30% or 30 mg/dl. Paramedics treated the patient with IV glucose and 'warmed her glucose serum' at around 11:45pm. The patient was then taken to the hospital. There is no information on how soon after the patient had regained consciousness or any further clinical information about what happened in the while the patient was admitted in the hospital. No further clinical information was provided about the event or events leading to the symptoms. The tests trips were not expired and were in good condition. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The product was replaced and requested back for investigation. The meter came back and was tested and it was noted that the meter had passed testing. The complaint is being reported since the patient alleged that due to the alleged high reading, they were symptomatic and had to be treated with IV glucose by ems for a blood glucose result of lo on the paramedic's meter and was hospitalized.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k061118.